Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported that one of the leads connected to the main unit disconnected. It was also reported as one of the leads connecting the implantable neurostimulator (ins) was fractured. Follow up is being done to clarify this conflicting information. Lead impedance was >40,000 ohms. Telemetry printout showed electrodes 0-7 were >10,000 ohms. No x-ray was taken. The patient is a frequent golfer, 2 to 3 times per week. The physician considered this as a risk factor that caused the event. The action taken to resolve this event was the settings of the electrode in use were changed on the day of this report. The issue was resolved at the time of this report. The patient uses two leads, and currently therapeutic effect was obtained with the other intact lead. If this lead also disconnects/fractures, then a lead replacement will be performed. The patient was alive no injury. The indication for use included failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep clarified that one lead was fractured, not disconnected. The patient was continuously using the other lead that has no issues. Surgical intervention of lead replacement will be performed when the other lead has any problems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.